Event description:
We encountered a number of instances where the bd IV tubing was not priming appropriately. This occurred in multiple departments with multiple lot numbers. The manufacturer was contacted several times and it was disclosed that there was a known defect with the tubing. The problem is systemic so removing any one lot will not remedy the issue. On (B)(6) the manufacturer apprised us of a work around until the defect is permanently fixed.